Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the tracheostomy tube was allegedly leaking. Accordingly, hospital staff tried the trach tube on a patient and it did not seem to fit. The cuff was pre-tested and staff were thinking it may not have been a leak in the cuff or pilot balloon but just the connection to the closed suction catheter. Medtronic followed up regarding the product issue and circumstances of the event. It was stated that the tube was discarded. Also, is was stated that there was no leak in the tube but staff were using one that was too short and too small on outer diameter. There was no patient harm, however, re-incubation of a replacement tube was required.